Event description:
During field service for a da vinci system, the field service engineer (fse) observed the carriage was loose on universal surgical manipulator (usm) 3. The fse intended to replace the usm as a result of the issue that was identified. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was onsite and replaced the universal surgical manipulator (usm) 3 to resolve the reported issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm3 was analyzed and tested on an in-house system in normal mode where it was noticed to have loose screws on the slider block. The unit was alto tested on a testing platform where it passed all related tests. As a fix, the linear bearing rail will be replaced. The complaint was confirmed based on failure analysis.